Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express act and esc button dome switch. There was no unlocked lcd keypad connector and no unexpected number scrolling during testing. The insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slip, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Medtronic representative reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are responding intermittently. Customer advised they need to press the act button 3 times for it to respond. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.